Manufacturer narrative:
(B)(4). The intraocular lens was returned to the manufacturer for evaluation. Visual inspection at 10x microscope magnification was performed. The lens was observed cut by the center (two portions). The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal or explant process¿. The reported issue of poor postop refraction could not be confirmed on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no discrepancies found during the mrr (manufacturing record review). There was no associated deviation or non-conformity report found in the mrr related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, historical complaint review, and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00, was performed because the patient experienced poor post-op refraction. The lens was replaced with the same model zcb00 lens, a larger, 19.5 diopter lens. No further information was provided.